Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user facility¿s location. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were air bubbles in syringe during use with an unspecified bd syringe. The following information was provided by the initial reporter: it was reported that the customer sees air bubbles when they use combination of the bd syringes and magellan syringe needles.